Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Fields were updated based on the receipt of product for evaluation.

Event description:
The customer reported the post broke between the plates and the inner plate was retained by the patient. This is a resorbable product, therefore no long term or permanent damage is anticipated.

Manufacturer narrative:
One (1) lactosorb rapidflap assembly (part 915-0020, lot# 372850), manufactured dec 12, 2014) was received opened without the original packaging and evaluated for the complaint of breaking during surgery. After evaluation, it was confirmed that the post had broken at the threads just above lower plate. The lower plate was not returned as it was left in the patient. The device history records were reviewed and no deviations or anomalies were identified. There are no indications of manufacturing defects. Since the part was implanted and now bio-hazardous a close inspection could not be done. From review through the returned packaging the most likely underlying cause of the complaint was excessive force applied to the implant, which lead to its breakage. This product is designed to break upon application of excessive force. The most likely root cause for the complaint is excessive force applied to the part.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.